Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not charging) was confirmed. Upon investigation , the charger was unable to charge batteries due to an internally shorted u13 cmos flash microcontroller on the bedside board being internally shorted. The root cause of the shorted microcontroller was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not charging/recognizing the batteries.